Event description:
It was reported that technical services (ts) was contacted for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored episodes due to concerns of inappropriate therapy delivery. The field representative noted that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) rhythm and had received multiple shocks. Ts reviewed the provided ventricular episode which showed the device deliver six bursts of anti-tachycardia pacing (atp) and one shock therapy. The shock therapy converted the arrhythmia. Ts discussed programming optimization options. At this time, no additional adverse patient effects were reported. This crt-d remains in service.